Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was attempting follow up with a (B)(6) year old pt for an unrelated issues, when the pt's fiance reported that the pt passed away on (B)(6) 2011. The (B)(6) year old male pt's fiance reported that the pt was at his mother's house when he passed. Zoll customer support contacted the pt's mother who reported that the monitor did alarm and "did what it was supposed to do," but the pt still passed away. Review of the pt's flags and ECG strips indicates the pt received two defibrillations the day of his death. The pt was appropriately treated for vf at 18:12:28. The post shock rhythm was bradycardia. The pt received a second defibrillation at 18:36:53. Dual-lead signal artifact contributed to the false detection. The response buttons were used extensively in earlier detections but were not used prior to either treatment. The electrode belt was disconnected at 18:37:06.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4): (B)(6) 2009 (reuse). Electrode belts sn (B)(4): (B)(6) 2010 (reuse).